Manufacturer narrative:
One control pca was returned for failure analysis. The reported problem was duplicated during lab tests. The fuse f101 was found opened circuit on the returned control pca. The available information is consistent with a malfunction of the control pca.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the display is black. There was no reported patient involvement.